Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, upon patient assessment, the device was noted splitting down the radiologic line. The tube continued to slowly split over the next couple hours with any kind of manipulation. The patient was re-intubated.